Event description:
According to the article "percutaneous versus surgical closure of secundum atrial septal defects: a systematic review and meta-analysis of currently available clinical evidence" (doi: 10.4244/eijv7i3a63), two 26mm amplatzer septal occluders (aso) reportedly caused perforation of the heart due to erosion. Case 1: please reference 2135147-2012-00082. Case 2: on an undetermined date, a 26mm amplatzer septal occluder (aso) was implanted in a (B)(6) female. Significant pericardial effusion was observed 20 hours post-implant. She underwent surgery and perforations of the anterior, left atrial free wall and posterior wall of the aorta were found. Surgery and postoperative care were uneventful and the patient had no sequelae. (Note, the event date is unconfirmed and reportedly occurred about 10 years ago.)

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Sjm requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the reported erosion remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board which confirmed that erosion occurred.